Manufacturer narrative:
An eval of the device cannot be performed as the device was not returned to the MFR. Device discarded by hosp. Add'l info pertaining to the device(s) referenced in this report was requested. If it becomes available, the eval summary will be submitted in a supplemental report.

Event description:
It was reported that, "pt experienced dislocation of posteriorly stabilized insert post from the femoral component's box. The femoral component was anterior to the posts. The revising surgeon's comment was "flexion instability due to technical error on pt's primary surgery. Original surgery performed in (B) (6) in (B) (6) 2009. Hosp unk and surgeon unk".